Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a lesion that was reported to be mildly tortuous and mildly calcified. No damage noted to packaging, i.e. Shelf carton, hoop/tray. The device was not inspected and negative prep was not performed. The device passed through a previously-deployed stent. Resistance was not encountered when advancing the device. It was reported that after the onyx stent was deployed, an aneurysm occurred in the resolute onyx stent. A non-mdt stent was also present in the same vessel branch but this was noted not have caused the aneurysm. The physician is not sure if there is a causal relationship between the event and the resolute onyx device implanted